Manufacturer narrative:
Section b2: "required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Section d4: serial number field was inadvertently filled in the previous report. Serial number is not applicable. Manufacturer's investigation conclusion: the reported event of damage to the modular cable was not confirmed. The modular cable, lot 188605, was not returned for analysis. The provided information indicated that the modular cable had a tear and was twisted. The cable was exchanged. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. Device history record were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 left ventricular assist system (lvas) patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the modular cable was exchanged due to tear/twist. The backup controller was exchanged for the primary.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported back up battery fault alarms which is a common occurrence. The patient had a modular cable and controller swap in (B)(6) 2020. No additional information provided. Related manufacturer's report number MFR # 2916596-2021-03841.